Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician felt that the battery longevity estimate was too low during an in-clinic follow-up. The patient was stable. Programming changes were made and the battery longevity reading was improved. The device remains implanted.

Manufacturer narrative:
PMA# should have been p030054 rather than blank.